Event description:
It was reported that the mobile programmer was unable to interrogate the implantable cardioverter defibrillator (ICD). It was noted that the mobile programmer was connected to the patient connector with it placed directly over the ICD. Troubleshooting was attempted with a second mobile programmer and patient connector, but the same issue persisted. The mobile programmer and the ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.